Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer fell onto the pump and cracked the touchscreen. Reportedly, the touchscreen is now unresponsive. There was no impact to customer's blood glucose level.